Event description:
The hospital reported that at the end of the dissection portion of an endoscopic vein harvesting procedure, the harvester noticed while unscrewing the conical dissection tip from the scope, that the back end of the dissection tip had broken off. It was unknown when and where it broke off. The harvester and staff could not locate the broken piece from the conical tip. The harvester does not think that it was left in or broke off in the leg, but maybe could have been thrown away in the towels and gauze. No replacement unit was required to complete the procedure because the dissection part of the procedure was completed. The hospital did not report any patient complications. The territory manager was present during the case. This event will be assessed as a serious injury, because it is unknown where the broken piece fell.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. The juicer body had multiple cracks and pieces were missing from the proximal end. The missing pieces were not returned with the dissection tip. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.